Manufacturer narrative:
All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that there was a translation error on the box/carton of a zcb00 intraocular lens (iol). The box/carton was labeled as a diffractive multifocal iol, however, the product is a monofocal lens. No additional information was provided to abbott medical optics.